Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. According to the information provided by the technician, the pressure transducer board has been checked and replaced to resolved the issue. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).